Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call bent sensor cannula and sensor break. Customer's blood glucose level was 4.2 mmol/l. Customer advised the transmitter was not flashing when connected to the sensor. Customer advised they inserted the sensor over 2 hours ago, tried to connect it to the sensor but it did not flash. Customer advised when they removed the sensor the electrode was missing. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and found both sensors retracted inside the sensor base. Unable to confirm that the customer received the sensor damage due to the product being returned opened/used. No broken or missing parts were observed during analysis.